Event description:
I had a heart attack which turned out to be caused by a blood clot that was caused by the autoimmune disease antiphospholipid syndrome. I have no coronary artery disease. I have mcghan style 468 textured saline breast implants under my pectoral muscles for 17 years. Since having these implants put in I have developed a host of breast implants illness symptoms such as brain fog, numbness in hands/arms, anxiety, ringing in my ears, fatigue, systemic inflammation, depression and several others. I also now have daily angina. I will have these implants removed in december and I hope I do not have bia alcl. FDA safety report ID # (B)(4).